Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the device did not fire completely on one side of the staple cartridge; appeared to be wedge band bypass on jejeunal mesentery. Left 6-rows of staples with no cut line (did not transect jejeunum at all); instrument fired 4 times. Case completed with another device of the same product code. There was no consequence to the pt.